Manufacturer narrative:
This supplemental report is being submitted to include additional information in section b5 (describe event or problem), and in section h6 (patient codes).

Event description:
It was reported that during the implant procedure, after this right ventricular (rv) lead was inserted into the patient, damage to the tip end (helix) was observed. Consequently, the tip broke off from the lead body; therefore, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: the field representative provided additional information which indicated that any lead fragments were left in the patient.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead tip was observed to be detached (ripped/torn) from the lead body and was likely damage that was induced during the implant attempt. A stylet was present in the lead and the helix was retracted. Testing was completed to assess lead electrical performance and measurements were within normal limits. A stylet insertion test was also performed and indicated no blockage in the lead lumen. Based on the analysis findings the likely cause of the lead damage was grabbing the tip with excessive force and pulling.

Event description:
It was reported that during the implant procedure, after this right ventricular (rv) lead was inserted into the patient, damage to the tip end (helix) was observed. Consequently, the tip broke off from the lead body. It was noted that some lead fragments were left in the patient. Subsequently, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Event description:
It was reported that during the implant procedure, after this right ventricular (rv) lead was inserted into the patient, damage to the tip end (helix) was observed. Consequently, the tip broke off from the lead body; therefore, the lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.